Event description:
High impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. Additional information has been requested but has not yet been received.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. The lead impedance test could not be performed due to the as received damaged lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.